Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with their au680 chemistry analyzer. The customer stated that the day shift notices a mixing bar was not seated properly which was reseated correctly upon start-up of the analyzer. The customer also performed recalibration. No hardware parts were replaced. The system resumed normal operation. The failure mode could not be determined. No further issues were reported. No further details on the patient were provided. There was no report of harm to the patient. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high bicarbonate (co2) patient results on their au680 chemistry analyzer. The customer stated one (1) erroneous high co2 patient result was reported outside of the laboratory. There was an additional blood gas test performed on the patient, but there was no affect or impact to patient treatment reported in connection to the event. The customer did not provide patient data or demographics.